Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to low pressure. A new artificial urinary sphincter 71-80 cm balloon was implanted with 26 cc of saline for more pressure. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.